Manufacturer narrative:
This issue was investigated through corrective actions. The root cause of this issue was confirmed to be inadequate application of the adhesive which secures the foam to the lumen tube.

Manufacturer narrative:
The customer will be provided replacement foam tips. Natus instructions include selecting the appropriate size ear tip for the patient, as well as instructions regarding using larger size foam tips for insertion into the ear canal. Natus is investigating this issue through corrective actions at this time.

Event description:
Natus medical received a complaint on (B)(6) 2017. Customer contacted technical service stating that the oae pediatric foam tips are not securely glued to the tube (adhesive/glue is not effective) and the tube protrudes too far from the tip, which is a possible risk for puncturing the ear drum. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.